Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for some time (patient didn't know exactly when it began), they thought their implant had moved and a couple times within the last month, when they hit a certain part, it was painful, almost like it was cut and something was not "right"/something was not working right. The patient stated it was just two spots and it didn't hurt much but it still did when they touched it and when they saw the local urologist office's nurse practitioner, (np) they couldn't do anything with their devices because they were missing the power cords for their smart programmer and communicator and their external devices hadn't been charged. Patient stated they didn't know they had to charge their external devices, that they'd never been told they had to charge them and they couldn't find their charging cables or wall adaptor. The patient also stated that they were needing to get an MRI because they had serious lower back pain in the middle of their back, near the implant (their whole lower back). Patient stated they weren't sure what was causing the pain but noted it could be from the implant. Patient wanted to know if the back pain could have something to do with the implanted system. Patient stated they wanted to review what to do for MRI but first they needed to charge their external devices up. Patient services wanted to note that the patient was hard of hearing and couldn't wear their hearing aids while on the phone so patient services reviewed the information with the patient as slowly as possible and offered to send the patient replacement charging cables. Patient also stated that their smart programmer was "glued to the wallet" and patient services reviewed with the patient that the case was actually stitched into the wallet and there was no way to take the case off of the wallet with ease but noted to the patient they could remove the programmer from the case if needed but noted they shouldn't have to remove the pr ogrammer from the case because the wallet lays flat. Patient services redirected the patient to follow up with their healthcare provider (hcp) regarding their implant concerns. Patient stated their implanting hcp had left their area and they didn't really have a m anaging hcp but rather they'd seen just a nurse practitioner (np) or a physician assistant (pa) at their local urology clinic. Patient services sent the patient physician listings via us mail at the patient's request and also sent a request to repair to have the cables and wall adaptor mailed to the patient's address. The patient stated they would call back once they got everything charged up to discuss MRI options and follow up with a hcp once they received the physician listings. Documented reported event. No further action was taken by patient services.